Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00416. This report is being submitted as additional information. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 2 years and 2 months. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number mlp-002471, and the reported events could not conclusively be established through this evaluation. Multiple requests for additional information were sent to the account. No further information was provided. The patient remains ongoing on heartmate 3 lvas. The heartmate 3 lvas IFU lists right heart failure and renal failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient experienced worsening renal function, swelling, worsening mitral regurgitation (mr) and aortic insufficiency (ai), and right ventricular (rv) failure. A pump exchange was considered because there was concern with lv unloading. It was reported that the patient experienced worsening biventricular failure. A right heart extracorporeal circulatory support device was placed on 27dec2017. The patient was doing well in the intensive care unit and listed for heart/kidney transplant. Additional information was requested, but was not provided.

Manufacturer narrative:
Main investigation conclusion a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not conclusively be established through this evaluation. It was reported that the patient had worsening renal function, swelling, worsening mitral regurgitation (mr) and aortic insufficiency (ai) with right ventricular (rv) failure. The patient's hemoglobin level became low, and the patient was transfused with 2 units of packed red blood cells. Dialysis was started on (B)(6) 2017 and continued until (B)(6) 2017. A right heart catheterization demonstrated elevated right and left heart pressures. A speed change echocardiogram was performed that showed no improvement in pressures with speed changes. A right ventricular assist device (rvad) was placed on (B)(6) 2017 and the patient ultimately underwent a transplant on (B)(6) 2018. Multiple attempts were made to obtain additional information from the customer regarding the product's return status; however, no additional information was provided and (B)(4) was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU) lists right heart failure, bleeding, and renal failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also outlines indications of right heart failure as well as possible treatments. The IFU also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. In addition, this document outlines the recommended anticoagulation regimen for patients using the device as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23sep2015. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted with worsening heart failure. During course of treatment, it was noted that the patient experienced worsening creatnine. Dialysis was started on (B)(6) 2017 and continued until (B)(6) 2017. The patient also experienced bleeding and received a transfusion of 2 units of a pack of red blood cells (prbcs) on (B)(6) 2017 after their hemaglobin fell to 6.6.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that a patient was admitted from the catheter lab for right heart failure. The patient stated that he had been slowly gaining weight despite being compliant with diuretics. They reported shortness of breath, dyspnea on exertion, and while laying down, orthopnea. Elevated right and left heart pressures were demonstrated via a right heart catheter. A speed change echocardiogram was performed but found no improvement in pressure as pump speed changed. Treatment included inotropes and rvad placement. The patient ultimately underwent transplant on (B)(6) 2018.

Manufacturer narrative:
Main investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported events could not conclusively be established through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the product's return status; however, no additional information was provided. The heartmate 3 lvas instructions for use (IFU) lists right heart failure and renal failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This document also outlines indications of right heart failure as well as possible treatments. The IFU also warns the user that moderate to severe aortic insufficiency must be corrected at the time of device implant. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) , rev. C is currently available. This IFU lists right heart failure and renal failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6 (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including rvad placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump". The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23sep2015. No further information was provided. The manufacturer is closing the file on this event.